Manufacturer narrative:
The insulin pump was received with no down arrow button response due to flattened button dome switch. It was unable to perform the displacement test due to no button response. The lcd keypad connector was not found unlocked during visual inspection. Device had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.(B)(4).

Event description:
The customer reported via phone call that the down arrow button on the insulin pump does not respond. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.